Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during use; the suture device did not deploy the second suture. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.